Manufacturer narrative:
Product event summary: the full lead was returned in segments. The helix of the lead became extrinsically distorted due to pulling /stretching/overstress and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance had risen over time from 450 ohms to 2600 ohms and the threshold has increased from 0.5 volts to 3.75 volts. The rv leads was explanted and replaced. No patient complications have been reported as a result of this event.